Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers up appropriately to the verify screen. There was no power loss observed in the pump's download history from (B)(4) 2011 to the end of pump use on (B)(4) 2011. A review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no issues observed. There were no power issues or insulin delivery defects found on investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed a battery compartment leak. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter claimed that she was treated at the emergency room for a blood glucose reading of 477 mg/dl while the animas insulin pump had intermittent power issue. Reportedly, the patient had large ketones and felt symptoms of nausea and vomiting at the time of concern. Upon admission to the hospital, her blood glucose was lowered to 230 mg/dl. The patient was treated with benadryl for the nausea and vomiting. During the troubleshooting session, the animas representative noted the following: the power issue occurred 3 times, twice during the night, and at school. The patient did not hear the animas pump beep prior to the power issue. There was no evidence of product misuse. The battery cap was never replaced and reportedly was loose during training. The issue was resolved with training. A new battery cap was sent to the patient. This complaint is being reported because the patient claimed she had hyperglycemic symptoms while the animas pump had the intermittent power issue.